Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the button was stuck. Customer's blood glucose was 157 mg/dl. Device had alarmed stuck button alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened button dome switches. No stuck button alarm noted during testing. The printed circuit board keypad connector was not found unlocked during our visual inspection. The insulin pump passed all functional testing including rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The power management tool shows that the backup battery loaded voltage and unloaded voltage was within specification range. The operating currents are normal. No unexpected failed battery test alarm during our testing. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.